Event description:
It was reported that during reprocessing of the pk dissecting instrument, it was discovered that the instrument had a broken cable. There was no allegation that any fragment(s) from the instrument fell into a patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument.

Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Investigation revealed that one of the instrument's pitch cables was broken at the distal clevis hub. The cable segment that contains the crimp remains installed in the instrument's clevis. The clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.